Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 5 was deployed. The pt had measured for a kit size 4, but the lab was out of kit size 4, so a size 5 was used instead. Hemostasis was achieved after five minutes and the pt was discharged home without incident three hours post deployment. Seven days later, the pt presented at the ER and a pseudoaneurysm was diagnosed. The pt was sent to surgery to repair a 10 cm pseudoaneurysm. The pt was scheduled to be discharghed four days later. No further complications were reported.